Event description:
The reported stated the surgeon attempted to use a aq5010v three piece silicone lens. Did not like how lens was loaded. Felt the lens was not advancing correctly in the injector. Not sure if lens was damaged. No patient contact. Backup lens was implanted. Reporter stated incident was due to loading error.

Manufacturer narrative:
(B) (4) - (other) no product allegation against the product - (B) (4).